Event description:
It was reported that the patient had driveline culture methicillin-sensitive staphylococcus aureus (mssa) and pericardial drainage culture mssa. On (B)(6) 2023 the patient underwent a driveline relocation due to the mssa infection from the pump pocket. An incision was also made in the epigastric region and pus was drained, irrigation drainage was performed and the patient also received antibiotic administration. The device was noted to have operated as expected. They have been extubated and were being followed up in the general ward. It was noted that the pump and the system controller were to be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the reported driveline and pump pocket infections could not be conclusively established through this evaluation. (B)(4) was returned assembled with the pump cable severed approximately 10¿ from the pump header. The distal portion of the pump cable was not returned. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the hm3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction,¿ lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient underwent a driveline relocation due to a methicillin-sensitive staphylococcus aureus (mssa) infection. On (B)(6) 2023 the patient had a pump exchange due to the infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.